Event description:
Discordant, falsely elevated prostate specific antigen (psa) results were obtained on a patient sample on an immulite 2000 instrument when using reagent lot 108. The sample had been run neat and resulted with an elevated result that required dilution. Upon dilution, a subsequent elevated result was obtained. The discordant results were not reported to the physician(s). Quality controls were within range when the discordant results were obtained. The sample was sent to another laboratory for testing with a different method and resulted lower. The lower result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated psa results on one patient samples run on an immulite 2000 instrument using reagent lot 108.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of (B)(6) percent relative to who 96/670 has been confirmed. An urgent medical device recall (umdr) - umdr2013-06-25 immulite/ immulite 1000/ immulite 2000/ immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The umdr states that customers are to discontinue use of the product and discard affected kits remaining in their inventory. The cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.